Event description:
It was reported that the insulin pump was cracked near the battery compartment. The blood glucose reading was 6.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.